Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 75-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, with the pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage d shock. The patient¿s past medical history was significant for coronary artery disease and renal insufficiency. While on ongoing impella 5.5 support in the chair, the patient experienced sudden onset ventricular fibrillation and ventricular tachycardia. At the time of the event, the patient was alert and oriented and communicated to the care team that he did not wish to undergo cardiopulmonary resuscitation or defibrillation. The patient remained in sustained ventricular tachycardia. The care team elected not to reposition or intervene on the device and initiated discussions regarding goals of care. Subsequently, a decision was made to withdraw care in accordance with the patient's wishes. The patient expired while on impella 5.5 support. The reported arrhythmia is consistent with the patient's underlying acute myocardial infarction, cardiogenic shock, and critical clinical condition. The death is being conservatively reported; however, it is more likely attributable to the patient¿s underlying disease state, including acute myocardial infarction, cardiogenic shock scai stage d, coronary artery disease, and overall critical illness.